Manufacturer narrative:
The returned sample was inspected at the manufacturing site under (B)(4) microscope magnification. Visual inspection revealed that the lens was received with surface residual adhered to both sides of the optic body compatible with handling of the lens. The lens was inspected for optical properties following established procedure and the optical inspection results showed that the lens diopter correspond to a 22.5 diopter, which is in compliance with the labeled dioptric power of 22.5 diopter. Based on the manufacturing record review, and report of the electronic diopter results, it was confirmed that there is no deviation or any non-conformity throughout the manufacturing process. The production order was manufactured according to specifications. The complaint for unexpected postop refraction was not verified in the sample returned. The diopter measurement met specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that there was an undesired refractive outcome/blurry vision post implantation of the intraocular lens (iol) in the patient¿s right eye. The lens was removed in one piece and there were no complications in the procedure. The patient's current visual outcome was 20/25 j1 at day one (1) post op. The patient¿s visual acuity was 20/50 j2 pre op. No additional information was provided.

Manufacturer narrative:
The intraocular lens that was removed was a 22.5 diopter lens. It was replaced with a 21.9 diopter lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.